Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, rewind and self test due to unresponsive buttons. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a keypad anomaly and the buttons does not work. Customer¿s blood glucose was unknown at the time of incident. Customer reported that there is no significant event leading to keypad anomaly was observed. Insulin pump is being replaced and is expected to return for analysis.